Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the device would not power on; however, upon further examination it was observed that the battery that was installed in the device was a 3rd party battery and it was depleted. Physio then installed a fully charged OEM battery and the device powered on when prompted. Physio also replaced the main keypad assembly as part of a case replacement. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed main keypad assembly and observed that the left dome of the on switch was very worn, and that much of the conductive material had worn off of the dome and on to the board between the contacts. Nonetheless, the main keypad assembly functioned normally on mock-up. Based on the completed investigation, it is reasonable to conclude that the cause of the reported issue was likely a depleted 3rd party battery.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.